Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the ipg was removed due to infection. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had (B)(4) infection where the physician made the cut for the lead placement. Symptoms were swelling and weeping. Antibiotics were prescribed. The physician did not suspect that the infection was device or procedure related and it was not known on what caused the infection. The patient underwent a revision procedure and was reportedly doing well. The patient will undergo an explant procedure per physician¿s preference.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had (B)(6) infection where the physician made the cut for the lead placement. Symptoms were swelling and weeping. Antibiotics were prescribed. The physician did not suspect that the infection was device or procedure related and it was not known on what caused the infection. The patient underwent a revision procedure and was reportedly doing well.

Manufacturer narrative:
Additional information was received that the ipg was not explanted and no infection noted at the site. The only device removed from the patient's body was the lead due to infection at lead site that was not cleared out after revision.

Event description:
A report was received that the patient had (B)(6) infection where the physician made the cut for the lead placement. Symptoms were swelling and weeping. Antibiotics were prescribed. The physician did not suspect that the infection was device or procedure related and it was not known on what caused the infection. The patient underwent a revision procedure and was reportedly doing well. The patient will undergo an explant procedure per physician¿s preference.